Event description:
The user facility reported a 79-year-old female noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that during implantation of impella cp, the sheath was split and was exchanged out for cook 14f sheath it was reported that the impella cp device was difficult to remove. It was reported during removal the sheath was pinched due to a calcium blockage but was successfully removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.